Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump powers on to a blank screen with no vibration. Evidence of moisture was observed behind the display lens. A leak test failed due to a battery compartment leak. The pump was opened up and evidence of moisture was found throughout the internal pump and on the main printed circuit board. No damages were noted to the power circuit. The returned battery cap was able to attach, however, loss of power was duplicated with the returned cap and the test cap during the battery cap functional test. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was an intermittent power issue. It was also reported that there is moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.